Manufacturer narrative:
A ge service rep performed an onsite investigation. The equipment was checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an intermittent x-ray safety switch error message and error message in the footswitch connector. No pt injury was reported.